Event description:
A report was received that the patient's ipg would not hold its charge. The patient underwent an explant procedure.

Manufacturer narrative:
Device evaluation indicated that the ipg passed electrical, performance and photographic imaging tests performed. The complaint was not verified. The battery discharge and charge profile were observed and revealed no anomalies. The ipg passed all the required tests and exhibited normal device characteristics. The paddle lead was cut and only two proximal ends were returned. Damage to the lead was a result of a typical explant procedure and it was not considered a failure.

Event description:
A report was received that the patient's ipg would not hold its charge. The patient underwent an explant procedure.